Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Clinical coordinator reported power alteration during a lasik procedure. Procedure was reported to have been delayed, and completed after gas exchange. No pt harm was reported.